Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. However, the investigation was unable to determine the exact cause based on the information, it is likely that the incident occurred because high-energy devices (such as lasers or radiofrequency equipment) were used without maintaining a sufficient distance from the patient¿s tissue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the bronchovideoscope had an e315 communication error during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to updates fields: h2, h6 and h11. Based on the results of the investigation additionally exhibited: the distal end had a burnt, the grip was sticky and the up/down (ud) plate was stick. The root cause could not be determined. Olympus will continue to monitor field performance for this device.